Manufacturer narrative:
Investigation pending.

Event description:
A customer in (B)(6) reported variance between inratio inr results when testing a patient's sample on (B)(6) 2016. The results were as follows: (B)(6). There was no reported adverse patient sequel and no additional information was provided.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 369827 meets criteria. The product performed as expected. A review of the manufacturing records for lot #369827 was performed; the lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.